Event description:
It was reported that during implant the atrial lead had noise on the lead after repositioning. The lead was no used and a different lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found.